Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-june-2024, it was reported that patient faced an event of infusion set fell off during use. The infusion set had been in use for 6-7 hours of insertion. Patient's blood glucose was noticed at time issue 100 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.